Event description:
A malfunction alarm, identified with code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer received guidance from technical support on how to reset the pump, successfully performed the reset, and did not experience a recurrence of the malfunction. It was recommended that the customer continue using the pump and contact support if the issue reoccurred, which the customer acknowledged.